Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 2700tfx 27mm aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, seven (7) months due to aortic insufficiency and stenosis. The patient presented with heart failure. The tavr procedure was successfully performed with a 26mm 9750tfx valve. The patient was stable at the end of the procedure and transferred to recovery (ICU).

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.